Event description:
The tech flushed the hoop that contained the psc054, and then attempted to remove the catheter at which point it broke. The tech stated that, it was pulled out of hoop like normal. Then a new psc054 was used and the physician inserted it into guide catheter and aspirated clot. The physician then noticed that the catheter was kinked at the hub. The catheter was removed. A penumbra 4max catheter was then inserted into the guide catheter. The physician could not advance the guidewire, fathom 16, and noticed a compressed area of the catheter where the rhv was tightened down. The physician pulled back the catheter and attempted to fix the compression when it was noticed that there was a second compressed area 3 cm distal to the first. He removed the catheter and inserted a new 4max at which time, he then, successfully completed the procedure. The patient was not affected by these events and the procedure was completed successfully. This MDR is associated with MDR 3005168196-2012-00224 and 3005168196-2012-00226

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Accidentally discarded by hospital